Event description:
A crack near the seam of the hub of the distal port allowed fluid to leak out of the line during a flushing of the line. Had the exact same problem a week before with lot # cf2108411.

Event description:
Add'l info received from MFR 3/25/03: co has confirmed this report of distal hub cracking. Arrow purchases this component and when the cracking was discovered, the vendor was notified immediately and a request for cause and corrective action was entered. The vendor's investigation determined that the problem with the hub was due to irregularities during hub manufacturing which were deemed to be material related. The use of this suspect hub material was discontinued and another batch was used to produce this component. The resultant lot of hubs was tested and found to be crack free. The problematic molding material has been scrapped by the vendor. All arrow in-house inventory of the affected component and product has been discarded. Co has reviewed their customer complaint records and have found this complaint to be the only one of this type. Co considers that this problem has now been resolved.